Event description:
During a colon procedure, the device would not staple but cut. During use of the instrument, it was very difficult to activate. When activated, the instrument cut the pedicle without stapling. Bleeding was observed, but no transfusion was required. The procedure was completed with another cartridge. There was no patient consequence.